Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and no anomalies found. However, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, the helix would not deploy during lead positioning. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.